Manufacturer narrative:
Unk as the upn and batch numbers were not disclosed. If implanted, give date: unk. Device other for no allegation of product malfunction or non conformance contributing to the reported event.

Event description:
During the coil embolization of an anterior communicating artery aneurysm, a thrombus was reported to begin to form. The stent (subject device) was deployed to recanalize an acutely occluded a1 segment of the anterior cerebral artery due to the thrombus. The thrombus continued to develop and 20mg of reopro was administered intra arterially resulting in the regression of the luminal clot. The patient was determined to have a modified rankin score of 1 at follow-up three months post procedure. No further information has been provided.